Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during an off-label, open surgery, a 29mm sapien 3 valve was surgically implanted in the native mitral valve. Approximately one month post implant, the patient was readmitted due to heart failure. A second sapien 3 valve was implanted in the initial valve due to paravalvular leak (pvl). Information regarding the initial valve implant was not provided. Information regarding the native mitral valve diameter and degree of calcification was not provided.

Manufacturer narrative:
Corrected information: section b5: event description; section d4: model number. Additional information: section h6: evaluation codes; section h10: narrative text. The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = (B)(4) at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (surgical implant of valve), patient factors (mitral annular valve calcification) may have contributed to the heart failure due to pvl approximately 1-month post deployment and subsequent implant of a second sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during an off-label, open surgery, a sapien 3 valve (valve size not confirmed) was surgically implanted in the native mitral valve. Approximately one month post implant, the patient was readmitted due to heart failure. A 26mm sapien 3 valve was implanted in the initial valve due to paravalvular leak (pvl). Information regarding the initial valve implant was not provided.

Manufacturer narrative:
Reference CAPA-20-00141.